Manufacturer narrative:
Manufacturer's investigation conclusion: pump stop events were confirmed via the log file data provided by the account. The submitted log file contained data spanning from (B)(6) 2019 at 09:49:32 to (B)(6) 2020 at 14:47:56, per the timestamp. Pump stop events with associated low speed/flow alarms were recorded on (B)(6) 2019 while the system was supported with the power module. Based on our complaint history and similarly reported events, the data captured in the log file is consistent with a potentially compromised wire within the patient¿s driveline; however, a specific cause for the pump stop events cannot be conclusively determined through this evaluation. The account communicated that the patient experienced multiple pump stop events. X-ray and fluoroscope images of the driveline were taken but were unremarkable, per the center. The patient was placed on an ungrounded patient cable and no further pump stop events were reported. The patient was discharged home and will continue to be closely monitored by the center. The patient remains ongoing on (B)(6) and no further events have been reported at this time. The heartmate ii lvas IFU and patient handbook contain information on caring for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient has had multiple pump stops. The log file submitted captured pump stops on (B)(6) 2020, (B)(6) 2020 and (B)(6) 2020. This type of behavior has been linked to potential issues with the percutaneous lead. These issues only appear to be occurring while the vad is connected to the power module. Additional information reported that there were no further pump stops and no reported changes to patient condition, anticoagulation and pump parameters. X-ray and fluoroscope images were normal and did not show any areas of concern. The patient was placed on an ungrounded cable and sent home and will continue to be monitored. No additional information provided.